Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose at the time of event was 25 mmol/l. Customer stated that infusion set was occluded and she consumed carbs without delivering a bolus. After that blood glucose was 17 mmol/l. Customer stated that her blood glucose was dropping repeatedly even though she was consuming carbs to compensate it. Her blood glucose was 5.8 mmol/l in next morning after high blood glucose event. Customer consumed lemonade without checking blood glucose now her blood glucose was 7.8 mmol/l. It was unknown if the customer was using auto mode at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and displacement accuracy test. A water filled reservoir was used during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Device alarm pump error 63 during self test and confirmed in history file due to broken trace at keypad assembly.